Event description:
During a transaortic tavr procedure, following the deployment of a 23mm sapien xt valve a pericardial effusion was noted. The chest was opened and a ventricular perforation was identified; the perforation was thought to be caused by the guidewire. Guidewire access was lost once during the procedure, but it was not clear when the perforation occurred. The pericardium was opened and then drained. The perforation was repaired and the procedure was completed. The patient was discharged on pod 5.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the perforation and resulting pericardial effusion cannot be confirmed; however, procedural factors (loss of guidewire position with repositioning) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.